Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the obtained information and referring to known similar events, it was presumed that stress generated with repeated wire manipulation in attempts to pass through the existing stent had likely caused the reported separation of the tip of the prowater guide wire. The applied stress would accumulate and therefore exceed the product design limit when the tip was being trapped by struts of the existing stent, fracturing the tip. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. Do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that this was a procedure to treat the mid right coronary artery with a ruptured plaque. It was noted that prior to the procedure the patient presented with acute myocardial infarction (mi), the patient was on dvt and presented with clotting. On (B)(6) 2021, a 4.0x48mm xience sierra was deployed. Prior, during, and after the procedure, the patient coded several times and went into shock. Medication was administered and the patient was stable. Patient was compliant with dual antiplatelet therapy (dapt). However, on (B)(6) 2021 the patient experienced angina. Angiography showed residual clots proximal to the stent. The patient still had acute mi. The stent remained patent. The clots and mi was never fully resolved from the initial procedure. Optical coherence tomography was performed and an asahi prowater guide wire was advanced with a non-abbott embolectomy device to suck out the clot. The prowater guide wire became entangled with the xience sierra stent. The tip of the prowater broke off and was crushed against the vessel wall. The stent looked disfigured. Therefore another unspecified guide wire was advanced with an unspecified balloon, and crushed the xience stent against the vessel wall. Another 4.0x28mm xience sierra stent was deployed to encapsulate the disfigured stent and open up the lumen. Post-dilatation was successfully performed with a 5.0x15mm nc trek balloon. The patient is stable and was transferred to intensive care unit. It is unknown if the clots were fully resolved. No other information provided. No adverse patient effect.